Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; it was observed that both hubs are still attached to the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5058j pta balloon dilatation catheter allegedly experienced a device or component detachment. This information was received from a single source. There was no patient contact. The patient age, weight, and gender were not provided.